Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise were detected which caused the device to detect an arrhythmia in the vf zone. Device charged for high voltage shock but aborted due to return to sinus. The far field egm confirmed that the patient remained in sinus rhythm the entire time. Isometric testing could not recreate the noise. Chest x-ray revealed that the lead looked fine. The patient will continue to be monitored routinely.